Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one tr45g reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed due to the condition of the cartridge. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device cut the tissue? If yes, was the cut line complete or was the cut line and staple line equal in length indicating a partial fire? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing or opening)? What was the product code and lot/batch number for the stapler used with the tr45g cartridge?

Event description:
It was reported that during a sleeve procedure, the extra reload for sleeve fired only half of the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.